Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a off label spine MRI. Caller reported patient had severe pocket pain during the MRI. Caller stated patient has had 2 mris other times with no issues. Caller reported that they will check the patient¿s device with 8840. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought to the office and the system was interrogated with results within normal limits on (B)(6) 2017. Device was left on. It was reported that the patient had a floppy pocket, but did not show up for follow up visit. It was also reported that the patient lost approximately 100 lbs prior to reported event.